Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the cable connection to the printed circuit board assembly on the matrix drawer had slightly popped out due to drawer usage, which caused a hardware failure. A field service engineer (fse) instructed the customer to push firmly on the cable connecting to the printed circuit board assembly and ensure it was locked in place. After the repair, the customer was able to recover the drawer, which then functioned normal. The system functioned as intended after the field service engineer repaired the device.